Event description:
An (B)(6) old female pt's granddaughter called zoll customer support to report her battery charger would not power on. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon evaluation, the charger was found to have a defective internal component (u13) causing the charger to reset. Component u13 is an 8-bit cmos flash micro-controller located on the charger pca board. The root cause of the defective u13 cannot be positively identified but was likely a random component failure. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon evaluation the battery pack output voltage was 1.88v and was unable to power on the monitor. The root cause was the defective charger. No adverse event resulted from the defective component. The pt received a replacement battery charger/ modem.